Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if using the 12 hour clock.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that the pump time was incorrect, cause was due to not updating the time for daylight savings. Customer's blood glucose level was under 307 mg/dl. Reportedly, the customer corrected the time and resumed insulin therapy.